Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with laparoscopic supracervical hysterectomy, and left ovarian cystectomy. It was reported that patient underwent the following surgeries: it was reported that the patient underwent the following procedures post implantation: laparoscopic left salpinoopherectomy, right ovarian cystectomy, mesh removal, miniarc insertion and cystoscopy ((B)(6) 2009); anterior mesh repair and miniarc replacement ((B)(6) 2010); diagnostic laparoscopy with right salpinoopherectomy, anterior mesh repair with miniarc replacement ((B)(6) 2010); mesh removal ((B)(6) 2012): by implanting surgeon, the patient had mesh explantation due to pelvic pain, infection and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent diagnostic laparoscopy, hernia repair, removal of previous vaginal mesh, miniarc implant, and anterior repair on (B)(6) 2012 due to chronic periumbilical hernia, umbilical hernia, and sui. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04065. The same patient is represented in each medwatch.